Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 023616-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done at 3 moths and it showed left tube not occluded and coil positioned fine/ in early (B)(6)2017 still showed no occlusion of left tube from last hsg" in (B)(6) 2016. The patient's medical history included shoulder operation, knee arthroscopy, lasik eye surgery, wisdom teeth removal, pregnant and abortion. *after two failed confirmation scans with dye passing by the essure coil on one side both during my (B)(6)2016 confirmation test and the (B)(6) 2017 confirmation test, concurrent conditions included neck pain, back pain, constipation, urinary infection, uterine prolapse and fatty liver infiltration. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash vesicular ("rash - blister like red bumps"), vulvovaginal mycotic infection ("yeast infections/ repeated yeast infection"), bacterial vaginosis ("bacterial vaginosis (never had prior to implant)"), lymphadenopathy ("swollen glands"), throat tightness ("throat tightening"), pyrexia ("fevers/ unexplained fevers up to 103 fahrenheit"), fatigue ("fatigue"), constipation ("constipation"), uterine pain ("uterine pain"), abdominal pain ("abdominal pain"), infection ("infection"), dyspareunia ("dyspareunia"), dysgeusia ("metallic taste"), urinary tract disorder ("urinary problem"), urticaria ("hives from scalp to stomach"), rash ("constant repeated rash") and incision site pain ("incision pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by bilateral partial salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash vesicular, vulvovaginal mycotic infection, bacterial vaginosis, lymphadenopathy, throat tightness, pyrexia, fatigue, constipation, uterine pain, abdominal pain, infection, dyspareunia, dysgeusia, weight increased, urinary tract disorder, urticaria, rash and incision site pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bacterial vaginosis, constipation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, incision site pain, infection, lymphadenopathy, pelvic pain, pyrexia, rash, rash vesicular, throat tightness, urinary tract disorder, urticaria, uterine pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6)2016 initially, in current pfs date of insertion was (B)(6)2016 3 coils right side, 2-3coils left side diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6)2017: diagnosis:a) endocervix, (biopsyties): fragments of benign endocerviacal tissue and superficial squames admixed with blood and mucus.. Hysterosalpingogram - in (B)(6) 2016: results: it showed left tube not occluded, positioned fine; on (B)(6)2017: impression: incomplete occlusion of both fallopian tubes. On the left side contrast extends. Beyond the occlusion device on the right side there is a small amount of contrast which extends to the proximal half of the occlusion device. A few linear /defects within the endometrial cavity may represent synechiae; in (B)(6)2017: results: no occlusion of left tube; on (B)(6)2018: impression: mild uterine prolapse into the vaginal cuff. Iud in appropriate position in the endometrial canal. Focal fatty infiltration of the falciform ligament. Diffuse colonic stool without obstruction. Concerning the injuries reported in this case, the following one was described in patients medical record confirming: abdominal pain lot # 023616-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 023616-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done at 3 months and it showed left tube not occluded and coil positioned fine/ in early (B)(6) 2017 still showed no occlusion of left tube from last hsg" in (B)(6) 2016. The patient's medical history included shoulder operation, knee arthroscopy, lasik eye surgery, wisdom teeth removal, pregnant and abortion. *after two failed confirmation scans with dye passing by the essure coil on one side both during my nov 9, 2016 confirmation test and the (B)(6) 2017 confirmation test,. Concurrent conditions included neck pain, back pain, constipation, urinary infection, uterine prolapse and fatty liver infiltration. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash vesicular ("rash - blister like red bumps"), vulvovaginal mycotic infection ("yeast infections/ repeated yeast infection"), bacterial vaginosis ("bacterial vaginosis (never had prior to implant)"), lymphadenopathy ("swollen glands"), throat tightness ("throat tightening"), pyrexia ("fevers/ unexplained fevers up to 103 fahrenheit"), fatigue ("fatigue"), constipation ("constipation"), uterine pain ("uterine pain"), abdominal pain ("abdominal pain"), infection ("infection"), dyspareunia ("dyspareunia"), dysgeusia ("metallic taste"), urinary tract disorder ("urinary problem"), urticaria ("hives from scalp to stomach"), rash ("constant repeated rash") and procedural pain ("incision pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash vesicular, vulvovaginal mycotic infection, bacterial vaginosis, lymphadenopathy, throat tightness, pyrexia, fatigue, constipation, uterine pain, abdominal pain, infection, dyspareunia, dysgeusia, weight increased, urinary tract disorder, urticaria, rash and procedural pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bacterial vaginosis, constipation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, infection, lymphadenopathy, pelvic pain, procedural pain, pyrexia, rash, rash vesicular, throat tightness, urinary tract disorder, urticaria, uterine pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2016 initially, in current pfs date of insertion was (B)(6) 2016. 3 coils right side, 2-3coils left side . Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: diagnosis:a) endocervix, (biopsyties): fragments of benign endocervical tissue and superficial squames admixed with blood and mucus.. Hysterosalpingogram - in (B)(6) 2016: results: it showed left tube not occluded, positioned fine; on (B)(6) 2017: impression: incomplete occlusion of both fallopian tubes. On the left side contrast extends. Beyond the occlusion device on the right side there is a small amount of contrast which extends to the proximal half of the occlusion device. A few linear /defects within the endometrial cavity may represent synechiae; in (B)(6) 2017: results: no occlusion of left tube; on (B)(6) 2018: impression: 1, mild uterine prolapse into the vaginal cuff. Iud in appropriate position in the endometrial. Canal. 2. Focal fatty infiltration of the falciform ligament. S, diffuse colonic stool without obstruction. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new event incision pain. On 9-jun-2020: mr received- reporter was added. No new clinical information. On 28-jan-2020: pif received-no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 023616-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done at 3 moths and it showed left tube not occluded and coil positioned fine/ in early (B)(6) 2017 still showed no occlusion of left tube from last hsg" in (B)(6) 2016. The patient's medical history included shoulder operation, knee arthroscopy, lasik eye surgery, wisdom teeth removal, pregnant and abortion. *after two failed confirmation scans with dye passing by the essure coil on one side both during my (B)(6) 2016 confirmation test and the (B)(6) 2017 confirmation test,. Concurrent conditions included neck pain, back pain, constipation, urinary infection, uterine prolapse and fatty liver infiltration. Concomitant products included intrauterine contraceptive device (iud nos). On 16-aug-2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash vesicular ("rash - blister like red bumps"), vulvovaginal mycotic infection ("yeast infections/ repeated yeast infection"), bacterial vaginosis ("bacterial vaginosis (never had prior to implant)"), lymphadenopathy ("swollen glands"), throat tightness ("throat tightening"), pyrexia ("fevers/ unexplained fevers up to 103 fahrenheit"), fatigue ("fatigue"), constipation ("constipation"), uterine pain ("uterine pain"), abdominal pain ("abdominal pain"), infection ("infection"), dyspareunia ("dyspareunia"), dysgeusia ("metallic taste"), urinary tract disorder ("urinary problem"), urticaria ("hives from scalp to stomach") and rash ("constant repeated rash") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by bilateral partial salpingectomy). Essure was removed on 1-nov-2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash vesicular, vulvovaginal mycotic infection, bacterial vaginosis, lymphadenopathy, throat tightness, pyrexia, fatigue, constipation, uterine pain, abdominal pain, infection, dyspareunia, dysgeusia, weight increased, urinary tract disorder, urticaria and rash outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bacterial vaginosis, constipation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, infection, lymphadenopathy, pelvic pain, pyrexia, rash, rash vesicular, throat tightness, urinary tract disorder, urticaria, uterine pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2016 initially, in current pfs date of insertion was (B)(6) 2016 3 coils right side, 2-3coils left side diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: impression: 1, mild uterine prolapse into the vaginal cuff. Iud in appropriate position in the endometrial canal. 2. Focal fatty infiltration of the falciform ligament. S, diffuse colonic stool without obstruction. Gynaecological examination - on (B)(6) 2017: diagnosis:a) endocervix, (biopsyties): fragments of benign endocerviacal tissue and superficial squames admixed with blood and mucus.. Hysterosalpingogram - in (B)(6) 2016: results: it showed left tube not occluded, positioned fine; on (B)(6) 2017: impression: incomplete occlusion of both fallopian tubes. On the left side contrast extends. Beyond the occlusion device on the right side there is a small amount of contrast which extends to the proximal half of the occlusion device. A few linear /defects within the endometrial cavity may represent synechiae; in (B)(6) 2017: results: no occlusion of left tube. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 023616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done at 3 months and it showed left tube not occluded and coil positioned fine/ in early (B)(6) 2017 still showed no occlusion of left tube from last hsg" in (B)(6) 2016. The patient's medical history included shoulder operation, knee arthroscopy, lasik eye surgery, wisdom teeth removal, pregnant and abortion. Concurrent conditions included neck pain, back pain, constipation, urinary infection, uterine prolapse and fatty liver infiltration. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash vesicular ("rash - blister like red bumps"), vulvovaginal mycotic infection ("yeast infections/ repeated yeast infection"), bacterial vaginosis ("bacterial vaginosis (never had prior to implant)"), lymphadenopathy ("swollen glands"), throat tightness ("throat tightening"), pyrexia ("fevers/ unexplained fevers up to 103 fahrenheit"), fatigue ("fatigue"), constipation ("constipation"), uterine pain ("uterine pain"), abdominal pain ("abdominal pain"), infection ("infection"), dyspareunia ("dyspareunia"), dysgeusia ("metallic taste"), urinary tract disorder ("urinary problem"), urticaria ("hives from scalp to stomach") and rash ("constant repeated rash") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash vesicular, vulvovaginal mycotic infection, bacterial vaginosis, lymphadenopathy, throat tightness, pyrexia, fatigue, constipation, uterine pain, abdominal pain, infection, dyspareunia, dysgeusia, weight increased, urinary tract disorder, urticaria and rash outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bacterial vaginosis, constipation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, infection, lymphadenopathy, pelvic pain, pyrexia, rash, rash vesicular, throat tightness, urinary tract disorder, urticaria, uterine pain, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2016 initially, in current pfs date of insertion was (B)(6) 2016. 3 coils right side, 2-3 coils left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: impression: mild uterine prolapse into the vaginal cuff. Iud in appropriate position in the endometrial canal. Focal fatty infiltration of the falciform ligament. S, diffuse colonic stool without obstruction. Gynaecological examination - on (B)(6) 2017: diagnosis: endocervix, (biopsies): fragments of benign endocervical tissue and superficial squames admixed with blood and mucus. Hysterosalpingogram - in (B)(6) 2016: results: it showed left tube not occluded, positioned fine; on (B)(6) 2017: impression: incomplete occlusion of both fallopian tubes. On the left side contrast extends. Beyond the occlusion device on the right side there is a small amount of contrast which extends to the proximal half of the occlusion device. A few linear /defects within the endometrial cavity may represent synechiae; in (B)(6) 2017: results: no occlusion of left tube. Diagnostic results: after two failed confirmation scans with dye passing by the essure coil on one side both during my (B)(6) 2016 confirmation test and the (B)(6) 2017 confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs & mr received: case became incident. New events - pain, infection, urinary problem, bleeding, dyspareunia, autoimmune-like symptoms, constant repeated rash, hives from scalp to stomach, metallic taste, weight gain were added. Lot number, reporter information, patients dob, date of insertion and removal were added. Medical history and concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.